Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: the nurse was putting the IV in the patient, the nurse successfully got the IV and pulled back the needle, blood came out after the needle was pulled out and blood was pouring out the back end and not through the back flow channel. The blood is supposed to flow to the side back flow channel. The blood was leaking out that back end, putting staff at an increased risk for blood exposure. Staff have voiced concern that they feel these IV kits are more prone to blood exposure than previously used IV start kits (B)(6) 2024. 1. Can you please provide an exact date of event in this format mm-dd-yyyy? 08-07-2024. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. The nurse was putting the IV in the patient, the nurse successfully got the IV and pulled back the needle, blood came out after the needle was pulled out and blood was pouring out the back end and not through the back flow channel. The blood is supposed to flow to the side back flow channel. The blood was leaking out that back end, putting staff at an increased risk for blood exposure. Staff have voiced concern that they feel these IV kits are more prone to blood exposure than previously used IV start kits 3. Any sample available for investigation? If yes, please provide the address of the facility for us to ship the return label? No sample available.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. This is the 4th complaint for leakage at septum (nexiva) for material 383516 & batch 4088960.related prs: (B)(4). DHR for lot number 4088960 has been reviewed. This lot was built and packaged on nfa line 3 from 14apr2024 through 15apr2024 for a total quantity of (B)(4) units. No related quality issues or process deviations were found. A review of the applicable fmea/eura (B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.